Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that the cause of the ins battery not increasing was unknown. The patient's weight was also unknown and no steps were taken to resolve the issue. It was stated that the issue was resolved and the patient was able to charge their ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain via a manufacturer representative (rep). It was reported that the patient was getting full recharge coupling but the ins battery was not increasing. The rep stated they would look at diagnostic reports to see the charging statistics. No patient complications were reported as a result of this event.